Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
<P>the customer reported via phone call&nbsp;that experienced high blood glucose between 300 mg/dl and 400 mg/dl. The customer also reported a&nbsp;failure with the infusion set. The customer stated they cannula was crimped. The customer's blood glucose was 452 mg/dl. Troubleshooting did not occur on the insulin pump. The insulin pump will be returned for analysis.</p><p>;</p>